Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: h3 (¿no¿ was selected in error on the initial report) and h6 (type of investigation code ¿10¿ was inadvertently omitted from the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (5) years since the subject device was manufactured. The legal manufacturer confirmed that the customer's reprocessing steps were in accordance with the instructions for use. Based on the results of the investigation, olympus was unable to determine what foreign material was involved. However, it was confirmed that the foreign material remained in the air/water channel and cylinder, auxiliary water channel and also the objective lens was dirty. There was no physical damage to the locations of the foreign materials. Therefore, the cause of the materials remaining in the device could not be determined. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use. Instructions for use states the detection method in cf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in cf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope's air and water tube, cylinder, and jet tube had foreign objects. The objective lens had dirt. There were no reports of patient involvement.